Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the device was not cycling. Upon explant they discovered a pin hole leak in the left cylinder. A new ipp device was implanted. The patient was doing good. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.